Manufacturer narrative:
Batch review performed on 22 june 2021: lot 1907336: (B)(4) items manufactured and released on 8-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Additional device involved: batch review performed on 22 june 2021: liner: versafitcup dm 01.26.2858mhc double mobility hc liner ø 58/28 (k092265) lot 1908432: (B)(4) items manufactured and released on 13-dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
9 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and poly. The surgery was completed successfully.